Event description:
Nursing assistants were using pal lift with physically and neurologically impaired resident. A sling without leg straps was used. The resident had some sort of of seizure while being lifted and slid out of the sling striking head on floor. The resident expired the following day. Had the nurses aides used the type of sling with the leg strap the resident would not have fallen. Hoyer lift sling utilized with pal lift.